Event description:
Reportedly, the device did not deliver defibrillator energy to the pt when the device discharge buttons were pressed. This observation was based on a lack of expected pt muscular reaction to the defibillator discharge.